Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A procedure form stating that this lead was capped on (B)(6) 2016. This lead exhibited >2000 ohms impedance. The physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).